Event description:
On 22th february, 2023 getinge became aware of an issue with one of surgical lights - volista standop. As it was stated, upon the device inspection one out of the six fixation screws holding the device main tube was loosen. There was no injury reported, however, we decided to report the issue in abundance of caution as loosen screw holding the device configuration may lead to the device detachment from the ceiling and serious injury.

Manufacturer narrative:
The initial reporter was getinge technician. Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
The correction of b5 describe event and problem, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 22th february, 2023 getinge became aware of an issue with one of surgical lights - volista standop. As it was stated, upon the device inspection one out of the six fixation screws holding the device main tube was loosen. There was no injury reported, however, we decided to report the issue in abundance of caution as loosen screw holding the device configuration may lead to the device detachment from the ceiling and serious injury. Corrected b5 describe event and problem: on 22th february, 2023 getinge became aware of an issue with one of surgical lights - volista standop. As it was stated, upon the device inspection one out of the six fixation screws holding the device main tube was loosen. There was no injury reported, however, we decided to report the issue in abundance of caution as loosen screw holding the device configuration may lead to the device detachment from the ceiling and serious injury. Further information provided by getinge employee indicated that the suspension mounting screws were replaced as preventive maintenance and no loosen screws were found. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of loosen screws, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Previous h6 investigation findings: results pending completion of investigation///3233. Corrected h6 investigation findings: none. Previous h6 medical device ¿ component codes: mechanical problem/detachment of device or device component//2907. Corrected h6 medical device ¿ component codes: none. Initially provided information was pointing to loosen screws. The issue is considered as safety related as loosen screw holding the device configuration may lead to the device detachment from the ceiling and serious injury. According to additional clarification provided by the getinge technician, the initial information was incorrect. It was determined that the issue investigated herein is not safety and risk related as there was no indication of loosen screws on this device. The investigation was performed. The investigated scenarios did not cause risk to human life. The review of the customer product complaints, related to investigated issue in time, shows that there is no regular income. It was established that when the event occurred, the device was up to the manufacturer specification. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market.

Event description:
On 22th february, 2023 getinge became aware of an issue with one of surgical lights - volista standop. As it was stated, upon the device inspection one out of the six fixation screws holding the device main tube was loosen. There was no injury reported, however, we decided to report the issue in abundance of caution as loosen screw holding the device configuration may lead to the device detachment from the ceiling and serious injury. Further information provided by getinge employee indicated that the suspension mounting screws were replaced as preventive maintenance and no loosen screws were found. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of loosen screws, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.